Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing a ¿firing burning pain¿ sensation at their pocket site. The patient reported the pain to be at a 7-8 on a pain scale. The patient reported it was worse with the stimulation on. When the stimulation was off, the pain would drop from 8 to 7 on the pain scale. The rep reported that the physician had started antibiotics but it was not helping. The rep stated that they would be seeing the patient on friday for reprogramming. No further complications were reported. Follow-up was conducted.